Event description:
The hosp reported that during the saphenous vein harvesting procedure, the balloon on the short port did not hold air. A second unit was used to complete the procedure. No pt complications were reported by the hosp.